Manufacturer narrative:
Date of event: akamatsu, y., kobayashi, h., kusayama, y., kumagai, k. And saito, t. (2016). Comparative study of opening-wedge high tibial osteotomy with and without a combined computed tomography based and image-free navigation system. Arthroscopy: the journal of arthroscopic and related surgery, htp://dx.doi.org/10.1016/j.arthro.2016.02.018. D1, d2, d3, d4: this report is for an unknown tomofix plate / unknown quantity / unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, akamatsu, y., kobayashi, h., kusayama, y., kumagai, k. And saito, t. (2016). Comparative study of opening-wedge high tibial osteotomy with and without a combined computed tomography based and image-free navigation system. Arthroscopy: the journal of arthroscopic and related surgery, htp://dx.doi.org/10.1016/j.arthro.2016.02.018. The authors conducted a prospective randomized trial to determine whether a combined computed tomography (CT) based and image-free navigation system results in better coronal and sagittal alignment than the conventional method for performing opening-wedge high tibial osteotomy (owhto) and whether CT-based navigation results in acquisition of an accurate osteotomy plane. In both methods, synthes tomofix plate was used for fixation. Sixty-two consecutive knees (46 women, 16 men ) underwent owhto between september 2010 and august 2012. The patients were randomly divided into a combined CT-based navigation and image-free navigated group (mean age 63.6 years) and a conventional group (mean age 66.3 years) of 31 patients each. All patients underwent radiographic follow-up evaluations at 24 months. Serious injury results included lateral cortical hinge fracture (9, navigated group and 6, conventional group). This report is for an unknown tomofix plate. This is report 1 of 1 for (B)(4).